Event description:
User experienced a significant amount of water pouring out from beneath the analyzer onto the floor. No one was harmed, and no patient samples affected. The field service rep determined the cause of the leak to be from plug on wash tower for sample probes and replaced the stopper. Performance tests were performed.